Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set came apart thrice from close to the site location while sleeping and he was not getting insulin. Patient's blood glucose level went up to around 450 mg/dl. The patient did not know the site location and the pump was in the pocket. Reportedly, the infusions were stored in the closet. There was stress or pull on the tubing while sleeping and the pump was not dropped with the set connected to the patient's body. No further information available.